Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A functional test and visual inspection was performed to further investigate the reported issue. The pump was found to be displaying "air in line" alarm message during the investigation. Pump was serviced in march, 2021 for bad lens and double beeps issues. Worn downstream occlusion sensor, and bad lens were replaced to address the issue. The root causes of the current issue is unknown. It is recommended to replace the faulty air detector. B5) customer provided additional information that the reported issue did not occur while in use with a patient.

Event description:
It was reported that out of box failure smiths medical pump keeps alarming "air in line" when there is no air in line. No patient involvement.